Manufacturer narrative:
Further information was requested but not received. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 oct 2016. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The device was electively replaced for a biventricular device upgrade.